Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was not confirmed during functional testing; however, was confirmed during archive data review. The autopulse platform worked as intended during evaluation of the platform. The probable root cause for the occurrence of the ua18 was most likely due either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform or due to open lifeband during use. During visual inspection, unrelated to the reported complaint, the cracked front enclosure observed likely due to user mishandling such as a drop. The front enclosure was replaced. Also, unrelated to the reported complaint, noticed 4 loose screw in the encoder gearbox and screws were tightened to address the observed issue. The root cause of the 4 loose screws is undetermined. In addition, unrelated to the reported complaint, encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. Deburring and filing of the clutch plate were performed to remedy the problem. The impact of sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 09 september 2016 and is nearly 5 years old. During functional test of the autopulse platform, no faults or errors were observed. The platform function as intended. In addition, unrelated to the reported complaint, during functional testing the brake gap was observed to be narrow (out of specification). The root cause is due to wear and tear. Brake gap was adjusted to remedy the issues. During the archive data review, multiple ua 18 error messages were observed, thus confirming the customer complaint. Per the battery hangtag- advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was not confirmed during functional testing; however, was confirmed during archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The probable root cause for the occurrence of the ua18 was most likely due either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. During visual inspection, unrelated to the reported complaint, the cracked front enclosure and 4 loose screws on the integrated encoder gearbox were observed likely due to user mishandling such as a drop. The front enclosure will be replaced, and screws will be tightened to address the observed physical damages. In addition, unrelated to the reported complaint, encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. Deburring and filing of the clutch plate will be performed to remedy the problem. The impact of sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 09 september 2016 and is nearly 5 years old. During functional test of the autopulse platform, no faults or errors were observed. The platform function as intended. In addition, unrelated to the reported complaint, during functional testing the brake gap was observed to be narrow (out of specification). The root cause is due to wear and tear. Brake gap will be adjusted to remedy the issues. During the archive data review, multiple ua 18 error messages were observed, thus confirming the customer complaint. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Waiting for customer's approval for service.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user was unable to clear the error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.